Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose and the sensor had inaccurate readings that triggered threshold suspend alarm. The customer blood glucose level was 400 mg/dl at the time of incident and the current blood glucose of the patient is unknown. The customer¿s blood glucose was 400 mg/dl and the sensor glucose was 80 mg/dl. Insulin delivery was suspended due to sensor values. Sensor value that triggered the suspend event was approximately 80 mg/dl. Suspend on low limit in sensor settings was 80 mg/dl. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. Customer did not provide any symptoms regarding to high blood glucose episode. Customer received change sensor alert and calibration not accepted alert. Customer treated with insulin pump. The insulin pump and sensor will not be returned for analysis.